Event description:
It was reported that before use of the bd q-syte¿ luer access split-septum stand-alone device the septum of two connectors were discolored. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the nurse noticed that the septum of two connectors were discolored before use.

Manufacturer narrative:
Investigation summary: bd received 2 q-syte closed luer access devices from lot 5352816 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the devices had a yellowish tint. No other defects were found. Based off the visual inspection the engineer was able to verify the reported defect. However, the engineer was unable to identify the definitive root cause for this issue. It might be related to storage conditions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd q-syte¿ luer access split-septum stand-alone device the septum of two connectors were discolored. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the nurse noticed that the septum of two connectors were discolored before use.